Event description:
It was reported to philips that the device experienced a defib test failure. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the unit was failing the defib portion of operational testing. As a result of the noted issue, it was advised that the processor pca and capacitor be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that both the processor pca and capacitor needed to be replaced to resolve the reported failure. Both components were replaced and the device passed all subsequent testing. As multiple parts were installed to repair the device, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.